Event description:
It was reported that the patient did not have optimal control experiencing dyskinesia on the right side of the body and that it occurred when the stimulation was both on and off. It was noted that the placement of the explanted lead was confirmed therefore, it is unclear as to why the patient did not experience optimal therapy. The patient underwent a procedure in which the left lead was explanted and replaced with a new lead into a new location in an attempt to give the patient adequate therapy. The patient is doing well postoperatively. It was noted that electrocautery was used during the revision. The lead will not be returned for analysis as it was retained by the facility, however malfunction was not suspected of the explanted lead.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.